Manufacturer narrative:
A device history record was completed for the reported lot. There were no manufacturing related issues related to the complaint issued for this lot. One (1) opened and used sample was returned. The returned sample was heavily contaminated with feed so as a result testing for the functionally of the unit could not be completed. During the inspection of the set, it was noted that the tubing was cut. A review of the process was completed, and this damage can only have happened after the enfit connector was bonded to the tubing. The potential root cause is the tubing was damaged during the manufacturing process when it came off the machine or during packaging prior to use. Corrective actions taken was that a quality alert was issued to the operators of the equipment to heighten awareness of the reported condition to avoid a re-occurrence.

Manufacturer narrative:
Correction: additional information was received from the manufacturing plant regarding the lot number and the customer confirmed the product ID should be 777405. Brand name updated from: 777406 epump enplus 3-in-1 and 1lt flush to: 777405 epump enplus spike and 1lt flush. Model number and catalog number updated from: 777406 to: 777405.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that upon starting the feed, a leak was seen through a small cut/incision at the tip of the feeding line. The nurse noticed the issue immediately and changed the feeding line. There was no harm to the patient.